Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new patients were not crossing over to pyxis. A technical support specialist (tss) found that some messages were failing to process due to the known issue referenced in the knowledge article (ka) med es server messages not processing concurrent error. The issue identified in the ka was the operations that change non-concurrent collections must have exclusive access. A concurrent update was performed on this collection and corrupted its state. The collection's state is no longer correct. The tss applied the recommended hotfix from the ka and confirmed that no further messages failed to process, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server new patients were not crossing over to the station and server, affecting all newly admitted patients. However, there were no delays, adverse events or injuries reported based on this event.